Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer stated that the insulin pump needed a battery, it was vibrating and there was a red light and now it was blank with the little red light flashing again. Customer stated the contacts on the battery cap were neither missing nor damaged. Display did not return after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display noted. However, device received with cracked/bleeding lcd glass. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the missing segment/partial display.